Event description:
The customer contact reported that the semi-rigid adapter of the clave secondary port broke off. The plumset was being used to deliver an unspecified medication via a plum pump. No specific rate was provided. After an unspecified length of time, the male luer lock adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for piggyback delivery. After an unspecified length of time, the customer contact reported that the semi-rigid adapter of the clave secondary port of the primary plumset had sheared off and an unspecified volume of solution leaked down the front of the pump and onto the floor. The tubing set was changed and therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional info was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. Hospira has completed a formal investigation to address this issue. According to the investigation findings, the probable cause of these events is that the design controls for this design of the cassette with semi-rigid adapter configuration did not consider the user needs with the clave directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.